Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was 349 mg/dl.

Manufacturer narrative:
B5- it was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was 349 mg/dl. Customer reverted to an alternate form of insulin therapy.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not removing the air from the cartridge. Tandem clinical support informed customer that not removing the air from the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was 349 mg/dl. Customer reverted to an alternate form of insulin therapy.